Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing occasional increase pain to her battery site. The patient had two fusion surgeries and on her last surgery the stimulation was getting more intense. It was also reported that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction were suspected. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing occasional increase pain to her battery site. The patient had two fusion surgeries and on her last surgery the stimulation was getting more intense. It was also reported that the ipg was non-functional. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient was experiencing occasional increase pain to her battery site. The patient had two fusion surgeries and on her last surgery the stimulation was getting more intense. It was also reported that the ipg was non-functional. The patient will undergo an ipg replacement procedure.